Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during an open colectomy, the device jaws were unable to be re-opened. The jaws were cut off tissue in order to remove them. Another device was used to complete the procedure with no further difficulties. There was no pt injury.